Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of her high blood glucose level. She had surgery done the day before the day of the event. The customer's blood glucose level was 555 mg/dl. She did not have any high blood glucose symptoms. Her high blood glucose level was treated with a manual injection at the hospital. She was wearing the insulin pump at the time of hospitalization. While troubleshooting the customer found the infusion set bent. The product was not returned. Nothing further to report.